Event description:
It was reported that bd eva-ai2-sm2 syringe plastipak 3ml s/su had leakage past stopper. In the vaccine preparation stage, the vaccine was presented and reconstitution began, using the syringe previously filled with the diluent, according to the manufacturer's instructions. However, after dilution, at the time of aspiration of the contents with a 3 ml syringe, immediate extravasation of the liquid through the base of the plunger was observed, characterizing device failure and making it impossible to adequately aspirate the dose. Lot: 5364096, validity: 31-01-2031, anvisa / ms registration: 10033430030. What is the date of the incident? (B)(6) 2026. What is the damaged quantity, referring to the technical complaint? 1. Is the damaged product/item available to be picked up by the warehouse? A: yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.